Event description:
Through home monitoring website, shock impedance greater than 150 ohms indicated. Out-of-range shock impedance message confirmed at interrogation but unable to reproduce greater than 150 ohm shock impedance at follow-up. Will continue to follow lead at this time. All other values are within normal limits and unchanged. (B)(6) 2014 - received the analysis and it was decided to report this to the FDA.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 10/6/2014: this lead was explanted and replaced on (B)(6) 2014.

Event description:
Through home monitoring website, shock impedance greater than 150 ohms indicated. Out-of-range shock impedance message confirmed at interrogation but unable to reproduce greater than 150 ohm shock impedance at follow-up. Will continue to follow lead at this time. All other values are within normal limits and unchanged. This lead was explanted and replaced on (B)(6) 2014. This lead was replaced with a linox smart s 65, (B)(4).